Event description:
It was reported that during the implant procedure the device broke while being opened. Thick bone obstruction causing resistance was noted during the procedure. The device was correctly connected to the inserter. The broke device was removed and the procedure was completed successfully using a new device.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance bone and or manipulation of the position of the device by gear shifting of the inserter. Therefore, the root cause of the reported clinical observations is unintended use error caused or contributed to event.

Event description:
It was reported that during the implant procedure the device broke while being opened. Thick bone obstruction causing resistance was noted during the procedure. The device was correctly connected to the inserter. The broke device was removed and the procedure was completed successfully using a new device.